Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. It was unable to perform the occlusion test due to button/keypad anomaly. The device had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the up arrow button does not respond and she was unable to change the reservoir. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 309 mg/dl; current reading was 380 mg/dl. Customer stated she had a trace of ketones and was treating with manual injections. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.